Event description:
Customer's mother reported that the insulin pump alarmed for a button error. The blood glucose reading was 168 mg/dl. She stated that the insulin pump may have been exposed to sweat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case display window corners, cracked battery tube threads and reservoir tube lip.